Manufacturer narrative:
On 23-sep-2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was dislodged. The hemostatic valve was pushed into the hub when the dilator was being placed and there was backflow of blood. The sheath was replaced and the procedure was continued. No patient consequences were reportable. Device evaluation details: according to pictures provided by customer, hemostatic valve appears dislodged in the hub. Additionally, the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device 00001729 number, and no internal actions related to the reported complaint condition were identified. Due to the conditions of the hemostatic valve, an internal action was opened. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was dislodged. The hemostatic valve was pushed into the hub when the dilator was being placed and there was backflow of blood. The sheath was replaced and the procedure was continued. No patient consequences were reportable. Additional information: hemostatic valve inside the clear hub. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub appears to be detached from the sheath. It is unknown if air enter the patient¿s body. This issue did not require percutaneous, surgical removal. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 100cc. The sheath was replaced sheath with agilis. Hemostatic valve separation is MDR-reportable.